Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer's blood glucose was 121 mg/dl at the time of incident when the sensor started giving low predicted alarms and triggered threshold suspend. The customer's blood glucose was 136 mg/dl and sensor glucose was 62 mg/dl at the time of call. The customer was advised to turn sensor feature off. The customer was advised to turn the sensor feature back on after at least 2 hours and perform reconnect old sensor. The sensor will not be returned for analysis.